Manufacturer narrative:
(B)(4). ¿this was reported to have occurred during priming. There was no patient involvement. No additional information is available.¿ should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer fell off of a clearlink continu-flo solution set. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection identified that the male luer had separated from the tubing. Closer visual inspection of the tubing end under a microscope revealed that there was no visible solvent plow ridge. The cause of the condition was determined to be due to insufficient solvent applied to the tubing bond. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.